Event description:
The daughter of a (B) (6) female patient contacted zoll lifecor customer support service to report that when the patient's battery pack is placed into the charger, the charger's lights do not illuminate. The charger's lights illuminate when the patient's other battery pack is placed into the charger. The patient was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The reported problem was confirmed. The battery pack would not charge. The cause of the battery pack not fully charging was a broken black wire within the battery pack where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.